Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was implanted and explanted on the same day of surgery. Unfortunately, the reason for explanting the device was not provided. The surgeon has indicated that the edwards device did not cause or contribute to the event; no device malfunction.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. Due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary, etc.). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.